Event description:
It was reported a screw was not properly affixed to patient during implantation, which necessitated removal of the screw.

Manufacturer narrative:
An investigation was performed in the lab and there were no indications of material or manufacturing defects. The complaint percentage was calculated, and it is determined that the complaint percentage falls within the design risk limits adhered to at klm. Review of the device history records was not possible due to no lot number being identified. The investigation results conclude that the root cause for this failure could not be determined. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.